Event description:
It was reported that the ilet display became unresponsive and then showed a white screen with a ghosted image, rendering the screen unusable and the device difficult to operate. Symptoms included no injury. Outcomes included interruption of device use and the need for device replacement. Investigation included review of user report, request for photo documentation, and logistics tracking of the replacement and return. Investigation of this case revealed a malfunction of the device screen/display that impeded interaction with the device. It was concluded that the event was due to a device malfunction of the screen/display, and a replacement was provided. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.